Event description:
During treatment of a coronary cameral fistula a dye extravasation was noted on fluoro as consequence of a late sequela of an inferior myocardial infarction. After treatment with balloon for tamponade, the pk papyrus covered stent system was selected for treatment, but the stent stripped off the balloon while trying to advance it through the stented section of the rca or on removal after it could not cross. The device was retrieved from body. Another pk papyrus was deployed successfully. Mild bleeding into lv cavity led to emergent surgery for acute mitral valve. Two days post-procedure the patient passed away. Physician commented that the death is unrelated to the complaint event.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form and the cathlab report) and the product release documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the occurrence as non-device- and non-procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.